Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information received that the ipg was explanted as there was concern of infection. The patient was hospitalized and was prescribed with antibiotics and pain medication. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.